Manufacturer narrative:
D3. Product manufacturing site updated due to receipt of new information regarding the suspect. G9. Manufacturer report number corrected and reported under [mfg site - 2523835-2022-00029] the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens had a scratch and patient experienced poor vision. The iol was exchanged in a secondary procedure 35 days following the initial procedure. Additional information has been requested